Event description:
It was reported that the dilatation catheter did not cross the lesion in the popliteal artery. The patient was treated satisfactorily with another 2.0 x 20 mm armada. No adverse patient effects were reported. No additional information was provided. Device analysis revealed a leak in the hub of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the armada dilatation catheter found that it was returned without blood visible and with contrast in the inflation lumen and in the balloon, consistent with the reported use. The balloon was tightly folded, indicating that it had not been inflated as reported. There was no damage noted to the balloon catheter. During functional testing, a new indeflator, filled with water, was used to inflate the balloon to 14 atmospheres (rbp) when fluid was observed slowly leaking through the guide wire port of the hub. There was no balloon rupture noted. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database found no other incidents reported for this lot. Based on the reported information and analysis of the returned product, it is likely that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak.